Manufacturer narrative:
This report is being supplemented to provide the device return date. A supplemental report will be submitted upon receiving any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was found during preparation for use for a therapeutic procedure that was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage to the charged coupled device unit, which led to the lack of image and scope communication error e216. In addition to the reportable malfunction, the following were noted: the bending section cover and the protector of the universal cord on the suction connector side were scratched, the adhesive on the bending section cover had a chip, and the label on the light guide connector was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the no image and e216 error message could not be identified, it was determined that they were likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chips and capacitors. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.